Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported problem with bellavista 1000 us about o2 fluctuating. Furthermore, the customer confirmed that the event happened during setup prior patient use; thus, no patient is involved.

Manufacturer narrative:
Device evaluation : g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire medical did not received the suspect device for evalution. However, log file analysis tool has been utilized. Logs shows no 2p calibration performed on this unit recently. As per notes on wo-00039033, no 2p calibration performed on this unit for four months. After the two-point calibration, the alarms disappeared. The root cause was determined to be due to user has not performed a two-point calibration of the oxygen sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available